Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2010 and a mesh was implanted. Additional information was provided that ¿sometime after the mesh was implanted, patient began to suffer from sharp and constant pain in his abdomen and around the area of his umbilicus.¿ it was further reported the patient¿s surgeon identified adhesions, ¿which were taken down, and scar tissue.¿ it was reported the patient has experienced significant mental and physical pain and suffering, sustained permanent and substantial physical deformity, has undergone and will have to undergo corrective surgery or surgeries. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 6/21/2019.